Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to around 50 mg/dl. The customer also reported the threshold suspend feature was prompted on the insulin pump. The customer stated they have recovered from their low event. The customer also reported an event where their infusion set was stuck in the insertion device. Customer also reported blood at site during one of their sensor insertions. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.